Manufacturer narrative:
Although requested, the device was not returned. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that following an uncomplicated intraocular lens (iol) implantation in the left eye, the patient presented with decreased visual acuity, red eye, positive tyndal's and suspected tass. Five (5) days post procedure, a secondary intervention was performed at another healthcare facility and the iol was explanted and replaced with an unknown iol. Additional information was requested, but not received.

Manufacturer narrative:
Updated the lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
Additional information was received. We were informed the patient is fine and additional information is not available.